Event description:
It was reported that the patient had an infection from their implantable cardioverter defibrillator (ICD), right ventricular (rv), and right atrial (ra) lead. During procedure to remove the system, the patient became hypotensive and a transesophageal echocardiogram discovered they had pericardial effusion. Drainage was performed to resolve the effusion. The patient had to be resuscitated with blood. The ICD, rv, and ra lead were all explanted. The patient was stable post procedure.

Manufacturer narrative:
The reported events were infection and pericardial effusion. As received, a complete lead was returned in two pieces with the helix bent and clogged with blood and tissue. X-ray examination of the lead found the helix was bent and stretched consistent with procedural damage. The helix mechanism and extension length test was not performed due to damaged helix, as received. The tip stiffness test was not performed due to condition of the distal portion of the lead. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths due to procedural damage to the inner insulation 27.0 cm from the distal tip. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No other anomalies were found.